Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their pump screen. The customer states the display was frozen. The customer's blood glucose level was 71mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen due to poor solder joints on the mother board. Unable to perform any tests due to frozen screen. The insulin pump had broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window noted.